Event description:
Per medwatch mw5106760: date of report: (B)(6) 2021. Patient's spouse reports since the last two pump rate increase, patient's tubing disconnected three times from connection to the pump with no pump alarms. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information is provided in d5 and h10. A device history record (DHR) review could not be performed as no serial number was provided by the customer., corrected data: corrected information is provided in b1 and g3.